Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens was damaged while attempting to inject the iol using a staar surgical lens injector.